Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan one touch release pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the exhaust tubing of cylinder 1. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted in the exhaust tubing of cylinder 2 and inlet tube of the pump. Testing revealed these to not be sites of leakage. Surface abrasion was present on all pump exhaust and inlet tubing and on the exhaust tubing of cylinders 1 and 2. No functional abnormalities were noted with the pump, cylinder 2 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on both cylinder exhaust tubing indicated they had abraded against the cylinder bladders while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the exhaust tubing of cylinder 1. A separation of this type would then allow the loss of fluid, making the device inoperable. Based on the information received, impending erosion was also reported. As examination of the device may not conclusively confirm or disprove the report of erosion quality accepts the physician's observations as to the reason for surgical intervention . A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient unable to inflate/deflate device, possible leak in device, and impending erosion were reported. The device was implanted in 2014. The device was explanted and replaced.